Event description:
A report was received that the patient was experiencing itching and burning at the ipg site and has now started travelling down her leg. It was also reported that the patient was having skin issues not device related and was allergic to metal. The patient underwent an explant procedure. No further information could be obtained at this time.